Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report: (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The history files were read out and analyzed. According the complaint description, the day of occurrence could be found on (B)(6) 2020. During the analysis of the device history, it could be found stored history log files of an infusion therapy, which was started on (B)(6) 2020, and finished at (B)(6) 2020. The setting of the vtbi was changed some times. At the reported day of occurrence the infusion was done with a setting of the vtbi of 1000 ml and a time of 24 hours. The infusion rate was 41,67 ml/h. On (B)(6) 2020, the infusion was stopped at 06:27pm by customer. This could be identified during the investigation of the keyboard history. No abnormal interruption or flow deviation could be found during the history log files. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No soiling or damages of the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +1,03 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off, and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the previous investigation only the upper housing part was removed and the inside of the device was investigated. No damages or residues of liquid could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer information: "while checking the chemotherapy rate it was noted that the bag appeared to be over half full when there should have been approx 100mls left. Asked the patient if the pump had been stopped, replied that he was not aware if it had, but it did alarm when plugged back into the power socket after he had returned from the bathroom. Confirmed with late staff the braun machine had alarmed."